Event description:
Customer reports erratic readings in blood glucose tests. Customer received a blood glucose result of 488 mg/dl compared to a laboratory result of 720 mg/dl obtained within a 10 minute timeframe. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer dehydrated at time of testing. Customer informed that dehydration may result in low glucose readings, as per precision pcx label copy, when compared to lab results.